Event description:
It was reported that a clearlink, paclitaxel set leaked underneath the drip chamber. This occurred while priming the tubing with saline. A new set was used to continue preparation with no further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and it was noted that there was leak between the assembly of the tubing and the drip chamber. Priming was performed, and it was noted that there was a leak between the assembly of the tubing and the drip chamber. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.